Manufacturer narrative:
The scope was returned to the regional repair center (rrc) for evaluation. The customer¿s complaint of ¿chemical liquid remining in the channel was not confirmed. The investigation reported that no chemical was observed on any part of the scope. However, as a precaution the nozzle unit, biopsy channel, air/water channel, jet channel, air water cylinder, suction cylinder, channel mount unit and mouthpiece were replaced. Wear and tear were noted on the scope¿s bending section rubber glue. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer suspected the presence of liquid silicone in all the scope¿s channels following a maintenance operation of the facility¿s water system. The phenomenon was noted right after the cleaning, disinfection and sterilization (cds) of the scope. This report is being submitted to address the chemical liquid that remained in the scope¿s channel. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since residue of silicone was not found in the channels of the subject device, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.